Event description:
It was reported that the tubing set exhibited a fluid leak during connection. During preparation prior to sedation for a procedure a metriq irrigation tubing set was selected for use. During connection a fluid leak was confirmed. The tubing set was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.